Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: computer 9735225r rollingstone s7 rfrb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor was freezing and the system would not start. No patient was present at the time of the event. It was reported that the issue happened during planning and then the system froze so it was unable to be used.

Manufacturer narrative:
H3) the computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.